Manufacturer narrative:
(B)(4). Batch # u5d12x. The analysis results found that the psee60a device was returned sterile and with no apparent damage. Further analysis showed that packaging contained a psee45a device inside in it. As part of our quality process, the manufacturing records of this batch and lot was reviewed, and the manufacturing standards were met prior to the release of this batch and lot. This defect has been correlated to the manufacturing process. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was an unmatched size between packaging and product. 60 mm on packaging but actual product size was 45mm. There was no patient consequence reported.